Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 5.22 mm x 5.50 mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, discomfort was noticed while controlling the permanent cautery spatula instrument. Upon inspection, the plastic component adjacent to the tip was found to be broken. No detached fragments were observed and no complications occurred. The arm was replaced with a new one and the surgery was continued. The procedure was completed as planned with no reported injury.